Event description:
It was reported that the right ventricular bipolar threshold had increased and the unipolar lead impedance was greater than the bipolar lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.